Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an auto-off alarm occurred. Customer alleged that alarm did not declare properly. Tandem customer technical support (cts) was unable to further investigate as pump data was unavailable. There was no adverse effect to the customer's blood glucose level.